Event description:
Related manufacturer reference number: 1627487-2022-06080. It was reported the patient had high impendence on both leads and ineffective therapy. Surgical intervention took place 11 october 2022 where both leads were explanted and replace. As well as the ipg was electively explanted and replaced during the procedure. Effective stimulation was restored post op.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.